Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 350 mg/dl, 302 mg/dl, and 170 mg/dl. Customer states that he was eating a pear at the time of the readings and may have had pear juice on his hands. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.